Event description:
Applied medical kii balloon blunt tip system trocar was inserted without difficulty, however upon attempting to inflate the balloon it would not inflate since there was a hole in the balloon. Replaced with "like" device which functioned without issue.